Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Additional information: d.4 expiration date. D.10 device available for evaluation. F.9 approximate age of device. H.4 device manufacture date.

Event description:
Country of complaint: (B)(6). It was reported that this valve tested as he states that it is not working properly.